Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion and discomfort at their pocket site. An attempt was made to perform an upgrade procedure to a new dual chamber implantable pulse generator (ipg), however, venous occlusion was noted on the right atrial (ra) and right ventricular (rv) leads and the upgrade was aborted. The implantable pulse generator (ipg) was explanted by medical judgement for better battery longevity and replaced. Pocket revision was completed to treat patient discomfort. The leads remain in use. No further patient complications have been reported as a result of this event